Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is an overfilled reservoir. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was in use on a patient. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Therefore, a device history record review was not required. The instructions for use were found adequate and state the following: "fill reservoir: fill the reservoir with sterile water only. Four liters of water will be required to fill the reservoir at initial installation. Add one vial of arctic sun® temperature management system cleaning solution to the sterile water. From the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. From the hypothermia or normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that for a neonatal patient nurse changed the protocol from hypothermia to normothermia when baby was done rewarming, now the baby¿s temperature was below target and water temperature was dropping on the arctic sun device. Nurse confirmed baby was rewarmed to 36.5c and protocol was changed. Current patient temperature was 35.0c, water temperature was 28.8c and flow rate was 1.1lpm. Mss checked system diagnostics, the water temperature rising while in diagnostics screen, outlet monitor temperature (t1) was 35.3c, outlet control temperature (t2) was 35.6c, inlet temperature (t3) was 34.2c, chiller temperature (t4) was 5.1c, inlet pressure was -7.0psi, circulation pump command was 31, mixing pump command was 0, heater command was 50, water reservoir level showed 5, system hours were 1580 and pump hours were 421. Mss had nurse to drain 500ml from right drain port and put in rewarm phase of hypothermia therapy and nurse was making sure to adjust rewarm from to current temperature. The flow rate was now 1.8lpm, water temperature was 36c. Nurse added water when they switched protocols without draining the pads. Mss advised that the device was likely overfilled. The device now appears to be working appropriately.

Event description:
It was reported that for a neonatal patient nurse changed the protocol from hypothermia to normothermia when baby was done rewarming, now the baby¿s temperature was below target and water temperature was dropping on the arctic sun device. Nurse confirmed baby was rewarmed to 36.5c and protocol was changed. Current patient temperature was 35.0c, water temperature was 28.8c and flow rate was 1.1lpm. Mss checked system diagnostics, the water temperature rising while in diagnostics screen, outlet monitor temperature (t1) was 35.3c, outlet control temperature (t2) was 35.6c, inlet temperature (t3) was 34.2c, chiller temperature (t4) was 5.1c, inlet pressure was -7.0psi, circulation pump command was 31, mixing pump command was 0, heater command was 50, water reservoir level showed 5, system hours were 1580 and pump hours were 421. Mss had nurse to drain 500ml from right drain port and put in rewarm phase of hypothermia therapy and nurse was making sure to adjust rewarm from to current temperature. The flow rate was now 1.8lpm, water temperature was 36c. Nurse added water when they switched protocols without draining the pads. Mss advised that the device was likely overfilled. The device now appears to be working appropriately.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.